Manufacturer narrative:
The review of our complaint file indicates that this is the first time such and external blood leakge is reported on prisma m100 preset lot number 06i0762g. The incriminated sample was received and investigated in our lab. We confirm a check-valve anomaly. Both parts of the checkvalve are non welded. The sample was sent to our subcontractor for additional info regarding the cause of this bad welding. According to the description of the incident and after discussing with our expert, we can assume the following: most likely root cause for this event is a partial unloading of the set and dislodgment of the replacement pump segment from its raceway. Accidental bumping of the set during g of the set during use can be the orginating cause. From this point, replacement non-return valve allows to prevent blood flow to replcement bag. This valve did not resist under the pressure, probably due to a weakness of the welding. The rate of complaints relating to this type is 0.025 per 10,000 devices (calculated on the last 12-month period). Pt blood loss was 100 ml. No medical intervention was reported. However, even if the incident did not represent a risk for the pt, it could have presented a risk of infection/contamination for the nurse, due to the contact with external blood leak. For this reason, we decided to report this case an MDR.